Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that insulation damage occurred. A 3.5/15/15 leveen standard was used in a radiofrequency ablation procedure of the liver. Upon removal of the electrode, the insulation sheath was noted to be pushed together for approximately 20mm. No patient complications were reported and the patient's status was stable.